Manufacturer narrative:
(B) (4). Eval summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the overfill identified during evaluation. Based on a review of the device log data, it was determined that the probable cause of this overfill was insufficient drain / multiple cycles advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be forwarded to the service area.

Event description:
During evaluation of a returned homechoice device, a baxter, technician identified a potential overfill situation. During drain 7 of therapy on (B) (6) 2007, the pt had an ultrafiltration of 58ml following a fill volume of 130ml. This gives a total drain volume of 188ml (130ml+58ml) following a fill volume of 130ml. This gives a total drain volume of 188ml (130ml+58ml). No further info regarding this event could be obtained despite multiple attempts by baxter. No pt injury or medical intervention was reported during the initial contact.